Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, an unknown sized amplatzer amulet was implanted. On (B)(6) 2021, tachycardia with heart rate trending upwards was observed. The patient was given medication. On (B)(6) 2021, electrocardiogram (EKG) was performed, which showed a normal heart rate. On (B)(6) 2021, the patient reported back pain with deep breaths and when laying flat, nausea and vomiting with meals, and increased fatigue. Therefore, the patient presented to the emergency department (ed) for further evaluation. CT abdomen/pelvis was performed, which showed a moderate sized hemorrhagic pericardial effusion (tamponade could not be assessed.) Cardiothoracic surgery was consulted and the patient underwent subxiphoid pericardial window for drainage of loculated appearing pericardial effusion. In addition, a chest tube was placed. No patient consequences were reported. Clinical study patient ID: (B)(6). (B)(4).

Manufacturer narrative:
An event of tachycardia, back pain, nausea, vomiting, fatigue, and hemorrhagic pericardial effusion was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, an unknown sized amplatzer amulet was implanted. On (B)(6) 2021, tachycardia with heart rate trending upwards was observed. The patient was given medication. On (B)(6) 2021, electrocardiogram (EKG) was performed, which showed a normal heart rate. On (B)(6) 2021, the patient reported back pain with deep breaths and when laying flat, nausea and vomiting with meals, and increased fatigue. Therefore, the patient presented to the emergency department (ed) for further evaluation. CT abdomen/pelvis was performed, which showed a moderate sized hemorrhagic pericardial effusion (tamponade could not be assessed.) Cardiothoracic surgery was consulted and the patient underwent subxiphoid pericardial window for drainage of loculated appearing pericardial effusion. In addition, a chest tube was placed. No patient consequences were reported. Clinical study patient ID: (B)(6). (B)(4).